Event description:
Pt was injected with orthovisc and had some slight swelling a few hours later. The following day a steroid injection was given in order to reduce the swelling. It was described by the physician as an allergic reaction he has seen in other visco-elastic supplement. After the steroid injection, the swelling went down.

Manufacturer narrative:
The device was not available to be returned.